Event description:
1. Without formalin labeled "right breast implant" is a 455 gram implant that appears to be whole and complete measuring 12.0 x 12.0 x 3.5 cm.2. Without formalin labeled "left breast implant" is a 248 gram grossly whole and complete breast implant measuring 12.5 x 11.5 x3.0 cm.3. In formalin labeled "foreign body from left breast" are two 1.5 x 0.3 x less than 0.1 cm. Strips of hard materal with consistency of plastic. No sections are taken.1. Right breast implant2. Left breast implant3 foreign body, left breastdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.